Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: 2/18/2022. (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please explain what do you mean by this "both sides of the inner ring need to be sewed. First sew the right side and then the left side"? What inner ring are you referring to? Please explain how many minutes the surgery was delayed? Was there any change in the patient¿s post-operative care due to the prolonged procedure? It mention that surgeon sewed again, could you please confirm if it needs to program another procedure or it was in the same procedure? Please confirm. What is the current condition of the patient? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the surgery , both sides of the inner ring need to be sewed. First sew the right side and then the left side. The surgery is basically over. When exploring the sew again, it is found that the suture on the right side was broken in the middle, and the surgeon sewed again, delaying the surgery time . There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/21/2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information as requested, but unavailable: what inner ring are you referring to? Please explain. How many minutes the surgery was delayed? Was there any change in the patient¿s post-operative care due to the prolonged procedure? It mention that surgeon sewed again, could you please confirm if it needs to program another procedure or it was in the same procedure? Please confirm. What is the current condition of the patient? Could you please explain what do you mean by this "both sides of the inner ring need to be sewed. First sew the right side and then the left side"? All answers above are unobtainable. Once there is any update, we will update the information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.